Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's ins usage showed (B)(6) 97%, (B)(6) none, (B)(6) 2021 86% (B)(6) none, (B)(6) 100, (B)(6) 90%. Recharge data showed (B)(6) 26 minutes to full, (B)(6), 4 hrs, (B)(6), 7.5 hours, (B)(6) - each time it was full. Left 3+1-0- 3.2 130usec 90hz 2455 ohms right c 8- 2.9 volts 130usec 90hz 1393 3.98 weeks, 5.31 weeks empty. The manufacturer rep wanted to know why therapy was off the last 2 times patient was in hcp's office, and then turned stimulation on. The caller was not with the patient. Rep said patient had been "tightening" up. After looking at patient's json file, it appears therapy was turned off on (B)(6) at 8:21:44 and it was not turned back on until hcp interrogated the implant on (B)(6) 2021.